Event description:
Per the clinic, open circuits were noted on e1 to e14 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
This report is submitted on january 06, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on november 07, 2023.